Event description:
Information was received indicating that a smiths medical medfusion pump needed main printed circuit board. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis. Visual inspection showed labels removed and or damaged. Visual inspection showed the right plunger case cracked. Could not download event log history, pump would not power on. Based on evidence and investigation, the complaint allegation was determined to be caused by the plunger cable damaged, normal wear. No fault was found. The plunger cable was replaced.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal was broken. The customer stated problem was duplicated, would get constant alarm and blank screen when powering on. The plunger cable was damaged causing the issue so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.